Event description:
It was reported the device could not be interrogated. No telemetry was available and no magnet response probably due to device battery end of life (eol). The clinician did not expect the battery to deplete so quickly after the previous follow up. A device replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was later reported the device was removed.